Manufacturer narrative:
The graft was not received for evaluation. The graft remained in the patient until being explanted on (B)(6) 2025. Without additional information, a root cause cannot be conclusively determined. Possible root causes could be the sterile technique that was used/not used, or implantation into an infected field. Product batch 24d156 met the requirements for all in-process testing including sterility. It is highly unlikely that the product was not sterile upon implantation. A lemaitre clinical advisor provided this summary of the event with available details: "350 lb patient with a thrombosed graft which then likely became infected hematoma within the graft, not the graft infected itself causing the infection. I have not seen a primary artegraft infection although possible, it is most likely secondary to stagnancy after thrombosis and seeding of the intra-graft hematoma. Does not cause concern regarding implant failure." Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time. No definitive root cause was identified. Possible root cause may be hospital procedure specific or implantation in an infected field. We remain inconclusive about the root cause of the issue, but based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices.

Event description:
"Surgeon excised infected ag and noted significant scarring and stenosis of the lumen. Initial implant was (B)(6) and he said he would not expect to see this kind of degradation so soon."